Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would sometimes be unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touch screen was responsive. The customer's blood glucose was 175 mg/dl. Customer would continue to use the pump for insulin therapy.